Manufacturer narrative:
It was reported that the device shut down while on patient. According to the summary report (B)(4) (dated on (B)(6) 2020) the service technician replaced the battery. As the unit had similar issue on (B)(6) 2019 he replaced suspect power supply board to eliminate any future battery issues. The rotaflow risk analysis version v06 (dms# (B)(4)) was reviewed with following most possible root cause: -mains power failure and defective batteries according to instruction for use (instructions for use / 4.2 / en / 13; chapter 5.6.1 check before every use) it must be ensured before each application that the batteries are fully charged. Based on this the reported failure could be confirmed. The reported failure "shut down" was discovered during treatment. The device was directly involved in the event and not able to meet its specifications. The mentioned failure "front panel board defective (display board)"was detected during service and will be investigated in the already opened complaint #(B)(4). All investigations regarding this failure will be investigated in the complaint#(B)(4). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
A follow up will be submitted when additional information becomes available.

Event description:
A unit shut down while on patient was reported. No patient harm, acute hypotension until hand cranked was reported. Complaint number: (B)(4).